Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('she had ablation') and device expulsion ('the coil moved to uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced device expulsion (seriousness criteria medically significant and intervention required), hypoaesthesia ("yup left foot leg usually when I have eaten"), abdominal distension ("bloating"), irritable bowel syndrome ("ibs"), abdominal pain lower ("cramping"), abdominal discomfort ("I am still in pain an feel pressure when I have not gone pee or vowel movement"), dizziness ("dizzy spells"), vertigo ("vertigo") and orthostatic hypotension ("orthostatic hypotension"). The patient was treated with surgery (right salpingectomy) and iced bottle and wet towel around neck. It was unknown whether any action was taken with essure. At the time of the report, the endometrial ablation, device expulsion, hypoaesthesia, abdominal distension, irritable bowel syndrome, abdominal pain lower, dizziness, vertigo and orthostatic hypotension outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, device expulsion, dizziness, endometrial ablation, hypoaesthesia, irritable bowel syndrome, orthostatic hypotension and vertigo to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received events "endometrial ablation, bloating, cramping and ibs" were added. Reporter information was added. On 23-mar-2020: social media received. New events "the coil moved to uterus", "I am still in pain an feel pressure when I have not gone pee or vowel movement". Device removal was changed to "yes". New reporter was added. On 23-mar-2020: information received via social media: added the new events of 'dizzy spells, vertigo and orthostatic hypotension'. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.